Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain/ cramping") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression on (B)(6) 2009, insomnia on (B)(6) 2009, mood swings on (B)(6) 2009, bronchitis on (B)(6) 2009, emphysema, hepatitis, motion sickness, bipolar disorder, motor vehicle accident, neck pain, anterior cruciate ligament reconstruction, bipolar disorder, anxiety and fatigue. Concurrent conditions included upper respiratory tract infection, cigarette smoker, sleep apnea, mania, panic attack, esophageal reflux, irritable bowel, syncope, hypercholesterolemia, dysfunctional uterine bleeding, dysuria, vaginitis, overweight, pelvic pain, allergic conjunctivitis, bacterial vaginosis, streptococcal sore throat, varicose veins of lower extremities, folliculitis, vaginal odor, low back pain, cough, rhinorrhoea, rhinitis allergic, chronic back pain, dizziness, prediabetes, acute sinusitis, constipation, diarrhea, hepatic cyst, spondylosis, cervical disc degeneration, cervicalgia, pain in thoracic spine, dorsalgia, boil and body mass index normal. Concomitant products included dicycloverine hydrochloride (bentyl), escitalopram oxalate (lexapro), fluphenazine hydrochloride (prolixin), gabapentin (neurontin), hydroxyzine hydrochloride, lithium carbonate (lithobid), medroxyprogesterone acetate (depo-provera), oxcarbazepine (trileptal), paliperidone (invega), trazodone and zolpidem tartrate (ambien). In 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), menorrhagia ("severe menstrual flow"), dysmenorrhoea ("severe menstrual cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain") and sinus pain ("sinus pain"). In 2012, the patient experienced acne ("breaking out, acne"), migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("infection urinary tract") and fatigue ("fatigue"). In 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dysuria ("dysuria"), micturition urgency ("urinary urgency") and pollakiuria ("urinary frequency"). In 2017, the patient experienced vision blurred ("blurry vision"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), anxiety ("psychological or psychiatric problems- anxiety"), arthralgia ("knee pain") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy supracervical hysterectomy (uterus only).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, abdominal pain upper, menorrhagia, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage, bacterial vaginosis, urinary tract infection, anxiety, acne, dysuria, dyspareunia, fatigue, alopecia, migraine, headache, nausea, back pain, weight increased, arthralgia, vision blurred, micturition urgency, pollakiuria, sinus pain and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, acne, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, menorrhagia, micturition urgency, migraine, nausea, pelvic pain, pollakiuria, sinus pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - in 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following were described and confirmed in patient¿s medical records:hypercholesterolemia, dysfunctional uterine bleeding, dysuria, vaginitis, overweight, pelvic pain in female, acute headache, allergic conjunctivitis, bacterial vaginosis, strep throat, varicose vein of leg, folliculitis, vaginal odor, lower back pain, cough, runny nose, allergic rhinitis nos, chronic back pain,dizziness, left knee-acl, dysuria, acute sinusitis, constipation and diarrhea, hepatic cyst, spondylosis, other cervical disc degeneration,cervicalgia,dorsalgia, boils. Quality-safety evaluation of ptc: ptc global no: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs received. The case become incident as stop date and removal surgery added. Medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.